Event description:
Consumer alleges that her heating pad overheated and when she removed it from her back there were two burn marks and she had a burn on her back. She was diagnosed with an electrical burn to her back which she treated with burn cream.

Manufacturer narrative:
The pad has been requested rom the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.